Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus did not align with the cursor on the horizontal line of the display of the device; the bezel shield assembly was replaced, and the stylus was recalibrated to the touch screen. The power cord bay, upper case, and keyboard hinges were broken; all broken parts were replaced. The keyboard was missing, so it was replaced as well. The system fan was noisy, so it was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the stylus touch-pen of the programmer was having problems working in the lower-right area of the display screen, even after attempting with a new stylus and calibrating. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.